Event description:
On 16-oct-2019: follow up information was submitted for updating brand name, common device name, unique identifier number, PMA/510 (k) number and narrative. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he changed his infusion set and while inserting, the cannula got fully bent due to which the insulin was not flowing through. Moreover, the patient stated that it appeared as if insertion needle for the cannula had a barb that pulled the cannula back when withdrawn. This resulted in the cannula being pulled back almost 180 degrees, not allowing the insulin to be injected fully into the sub-q tissue but rather closer to the skin. The patient believed that is what happened because when the cannula was removed, it was looped back. It was assumed that because the insulin was so close to the skin, so it was not being absorbed correctly this caused the blood glucose to rise. Therefore, the patient went to the emergency room, where blood glucose level was measured to be over 600 mg/dl and the patient had diabetic ketoacidosis. This happened over a period of about 23 hours. Subsequently, the patient was hospitalized and stayed there for three days. Reportedly, on (B)(6) 2019, he felt fine and his blood glucose level was 126 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he changed his infusion set and while inserting, the cannula got fully bent due to which the insulin was not flowing through. His blood glucose increased up to 600 mg/dl and the patient got diabetic ketoacidosis. Subsequently, the patient was hospitalized and stayed there for two days. At the time of this report, he was feeling fine and his blood glucose level was 126 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.